Event description:
An unknown size aneurx bifurcated stent graft and its componets were implanted in a pt endovascular treatment of an abdominal aortic aneurysm. Aneurysm ancd vessel morphology are unk. It was reported after a 16 mm x 11.5 cm iliac stent graft was deployed contrast perfusion was ballooned; however, the leak was still present. The iliac lamb stent graft was rellned with two additional aneurx stent grafts, which resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.